Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation, but failed to cross the lesion due to calcification. However, during procedure, the balloon was found torn. The procedure was completed with another of same device. There were no patient complications reported and the patient's condition was stable.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation, but failed to cross the lesion due to calcification. However, during procedure, the balloon was found torn. The procedure was completed with another of same device. There were no patient complications reported and the patient's condition was stable. It was further reported that the balloon had been ruptured. It ruptured during the fourth inflation at the rated burst pressure level for 20 seconds.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 6mm long starting at the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.